Manufacturer narrative:
PMA/510(k) # k210476 device evaluation: the echo-19 device of lot number c2017590 involved in this complaint was returned for evaluation, opened with its original packaging. With the information provided, a physical examination and document-based investigation was conducted. This file is related to (B)(4) . The device related to this occurrence underwent a laboratory evaluation on 19 july 2023. This device was evaluated under (B)(4) . On evaluation of the devices the following was observed: visual inspection: distal end of needle examined, and no issues observed, distal end of sheath examined and observed to be torn/damaged approx. 0.6cm from tip of the sheath (ipe 0402 of ruler used), stylet removed from device without difficulty, stylet examined and no issues observed, proximal kink observed below the sheath extender, needle removed from device and proximal kink observed at same location as kink below the sheath extender. Functional inspection: sheath extender able to advance and retract without issue, needle able to advance with difficulty and retract without issue, stylet does not pass kink below sheath extender upon reinsertion. Manufacturing records: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2017590 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2017590. Instructions for use and/label: it should be noted that the instructions for use (ifu0101) which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause for the proximal kink could be attributed to the positioning of the device or the device possibly being held at an angle/or in an unfavourable position during setup/ preparation or device testing. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, there was a proximal kink observed below the sheath extender. Confirmed quantity of 01 device, confirmed prior to use (during preparation). According to the initial reporter, the patient did not experience any adverse effects as a result of this occurrence. Investigation findings conclude that a possible root cause for the device proximal kink could be attributed to the positioning of the device, or the device possibly being held at an angle/or in an unfavourable position during or setup/preparation or device testing. Complaint is confirmed based on visual and/or functional inspection.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 14-may-2024.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Per rep - (B)(6) 2023 - during prep, they tested the device and the needle came out of the side of the protective sheath. The procedure was successfully completed with another device of the same type. This file captures the proximal kink observed below the sheath extender. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 6.3.1.1 did any unintended section of the device remain inside the patient¿s body? -no. If yes, please describe. 6.3.1.2 was the patient hospitalized or was there prolonged hospitalization due to this occurrence? -no. 6.3.1.3 did the patient require any additional procedures due to this occurrence? -no. If yes, please describe. 6.3.1.4 did the product cause or contribute to the need for additional procedures? -no. If yes, please specify additional procedures and provide details. 6.3.1.5 has the complainant reported any adverse effects on the patient due to this occurrence? -no. 6.3.1.6 has the complainant reported that the product caused or contributed to the adverse effects? -no. Please specify adverse effects and provide details. During the lab evaluation of the returned complaint device a kink below the sheath extender was observed as per photo below; can you please ask if the above kink was observed prior to the device getting shipped back to cirl? -per re (B)(6) 2023 - the needle did have the kink when I received it from the customer. 3.0 example of rpn prefix echo. 3.1 for all complaints, ask: if the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? -n/a. Please describe the location in the body for the intended target site (pancreas, stomach, lungs, etc). -n/a. If lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s, etc. Please describe the size of the intended target site. -n/a. If not with the device in question, how was the procedure performed and/or finished? -another device of the same type. Was the device used in a tortuous position? -no. Are images of the device or procedure available? -no. Was the device damaged in packaging before removal? -no. Was the device damaged on removal from packaging? -no. Was force required to remove the device? -no. 3.2 for complaints occurring during use (once in contact with endoscope), also ask: -n/a. What is the endoscope manufacturer and model number that was used? Was the scope recently service/repaired? Was force required on insertion of device into scope? Was resistance felt while inserting the device through the scope? When was the issue noted? E.g. On advancement of the sheath/needle or on needle retraction? Was the syringe used during the procedure, after the stylet was removed? Was difficulty experienced while retracting the needle? Was it possible to be fully retract before removing the needle from the patient? Was gaining access to the targeted site difficult? Was the endoscope in a flexed or twisted position at any time during the procedure? Was puncture of the targeted site difficult? Was the stylet fully in place inside the needle when advancing into the targeted site? Was the stylet partially removed when advancing into the target site? How many samples were obtained with this needle? Did any section of the device detach inside the patient? If the device kinked below the sheath extender, was the kink observed before inserting the device into the scope? Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? Was there difficulty in attaching or detaching of the device leur lock to the scope? If device is a procore needle, is the kink located distally at the notch / core trap?